Manufacturer narrative:
(B)(4).

Event description:
Pt had her last pump refill on (B)(6) 2011. The low reservoir alarm date was on (B)(6) 2011. Pt had failed urine analysis test and tested positive for heroin and was dismissed by his managing physician about two weeks ago. Drugs delivered via the system were bupivacaine and morphine. It was later reported that the pump had flipped. Pt felt that the pump had come loose and was moving around. A situation was described wherein a revision or battery change out procedure was carried out under local anesthesia. Pt "felt every cut and pain and was screaming". Pt's legs were swollen and she was "not feeling well at this time" and that "due to her dosage she was having some return in pain symptoms". Pt felt "hopeless, better off dead then alive with out the pump because the pump is her quality of life". She was currently at home. It was later noted that the pt had a primary care physician and was to f/u with them. A f/u report will be sent if add'l info becomes available.